Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's wife called stating that a red heart alarm was occurring and that the patient was beginning to become symptomatic. Ems was called and they reported that the system controller was alarming with a red heart when they picked up the patient. During transport, the continuous audible alarm continued but there were no visual alarms. When the patient arrived at the hospital, the vad coordinator connected the white cable of the system controller and the monitor displayed "not receiving data" and pump function did not resume. The patient continued to become lethargic. The vad coordinator then replaced the system controller and connected to the power module. Pump function resumed normally and the patient's condition improved. By the end of the event, the patient was no longer symptomatic. However, heparin and integrilin were started as a precaution for the pump stoppage.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The system controller was returned to the manufacture for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.